Event description:
It was reported that during a splenectomy procedure, at the splenic artery, there was bleeding from the staple line after four or five hours post surgery. There were no reports of a device issue during the initial procedure. The pt was re-operated; a laparotomy on the next day. There were no other pt complications reported.

Manufacturer narrative:
Date sent: 08/19/08. Info is unavailable; device was not returned for eval.